Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. The reason for call was patient reported they need an MRI scan now and requested assistance to put their implant into MRI mode. The agent attempted to walk the patient through activating MRI mode but the patient reported their communicator would not power on. The patient stated the handset was working. The patient reported they charged communicator this morning for 50 minutes but stated the communicator was not working as it won't power on. The patient reported the communicator did not power on during the call. The patient stated no lights were present on communicator. They stated when they charged communicator the light was yellow and that was the only light that showed. They stated no lights were present on communicator on the call until patient plugged communicator into charging cord. Once communicator was plugged into charging cord, patient stated yellow battery indicator light appeared. Patient reported communicator still did not power on when plugged into charging cord. Reviewed general use of communicator. They stated they had never charged/used thecommunicator. Reviewed communicator charging requirements. Reviewed MRI mode overview. Reviewed rep contact process overview. An email was sent to repair to replace communicator. The patient may call back once receives replacement communicator to review how to activate MRI mode prior to MRI scan. Patient mentioned not using the interstim for the last year because it was not working. The patient stated they made an appointment to get the implant removed. The patient stated they used it for 2 years (agent was unable to hear what else patient said at this point in the call). It was noted that the patient was needing an MRI. The hcp noted the patient reported not using the interstim for the last year as it was not helping with their symptoms. They provided the event date as about a year ago.